Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices banding performed on (B)(6) 2010. According to the complainant, during the procedure, when they placed a band on the varix, the band severed the varices causing an active bleed. Sclerotherapy was administered and the bleeding was resolved. The patient was transferred to the emergency room for observation. No additional treatment was required. The patient's current condition is good.

Manufacturer narrative:
(B)(4) - band severed varix. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.